Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was not functioning, the hinge gasket was missing, and the device was out of calibration. The motor, hinge gasket, shaft, reciprocating arm, and various bearings were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the air dermatome was not oscillating prior to surgery. Additional information later clarified that it was unknown exactly when it stopped working properly, but they used the malfunctioning dermatome to finish the procedure, making the graft not so good and the mesh after same. They were forced to take two grafts that were thin and uneven. No direct patient injury as they became more thin then they should have been, but as stated they needed to take two instead of one which resulted in a bigger surface. The only delay was for the time to take graft number 2, which was no more than 2 or 3 minutes at the most. No other adverse events were reported as a result of this malfunction.